Manufacturer narrative:
H10: multiple good faith efforts were made to obtain information regarding device repair and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened, and a follow up report will be submitted. H11: h6- device problem - the issue was miscoded as a connection problem instead of an infusion or flow problem.

Manufacturer narrative:
Report date: 09jun2021. There was no patient involvement.

Event description:
It was reported to philips that the device was alarming patient circuit occluded. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) the caller advised 1201 error was in the significant event logs. The rse advised caller to perform test 5, 6, 7 in the performance verification testing (pvt) and informed the caller it was suspected the flow sensor assembly required replacement. Part information was provided to the caller for the replacement part. The customer returned a call to the rse stating that the flow sensor assembly and data acquisition (da) board have already been replaced and the device has diagnostic code 1122 blower temperature high along with the 1201 patient circuit occluded. The biomed stated that the power supplies are within specification. The rse recommended ordering and replacing the v60 blower assembly. The investigation is ongoing.